Manufacturer narrative:
A partial lead with the tip measuring 32.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the asymptomatic patient presented for an elective upgrade procedure of the implantable cardioverter defibrillator. During the procedure, the right atrial lead was explanted and replaced. It was noted that the lead exhibited high capture thresholds and undersensing of p-waves. The lead was damaged during an open heart surgery earlier this year. The patient was stable prior, during and after the procedure.